Event description:
This pt was undergoing a coronary artery bypass graft (CABG) procedure. The pt underwent a 4 vessel CABG 4 yrs previously. Transesophageal echocardiography was not available for this case. The softclamp arterial cannula was inserted uneventfully into the distal ascending aorta. The endoscopic clamp catheter was placed without difficulty. While dissecting the right atrium for insertion of a venous drainage cannula, the surgeon found bruising on the back wall of the aorta. Cardiopulmonary bypass (cpb) was initiated and the pt cooled. Retrograde cardioplegia was administered to arrest the heart. Cpb was interrupted and the aorta opened. A small defect was found on the posterior wall of the aorta and repaired. The aorta was closed, an aortic cannula inserted, and cardiopulmonary bypass resumed. A 5 vessel CABG was completed and the pt recovered uneventfully. The surgeon stated that he believes the injury was caused by the tip of the introducer in this pt with a small ascending aorta.